Manufacturer narrative:
Investigation summary: a review of the DHR did not find any issues relating to the reported problem. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false positive sofia2 sars results for 1 asymptomatic patient (off label use - at the time). The customer communicated the result was confirmed negative by another rapid antigen assay.